Event description:
Homecare services representative notified baxter corporate product surveillance that some mini-caps were breaking and cracking. Sample availability was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the cracked minicap. The hp stated that at the end of the day when he got ready for therapy in the evening he notice that the minicap had hair line crack. The hp said the foam was still wet. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he still had the supplies and had reported the lot number in the original report. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is known and a batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was returned to the laboratory for evaluation, and the complaint of damaged was confirmed. The root cause was identified to be a molding issue during manufacturing which led to a surface hairline crack on the exterior of the minicap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.